Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the reported pak's bill of materials (bom) confirmed the suspect product. The manufacturer's evaluation of the returned sample confirms the customer's reported event: all the tips were flat, and the ports on the tips were narrow. Crystal substance was inside the cannula hubs and on the tips. No damage was observed on the cases. Resistance occurred when pressurizing air into the cannula's using a lab stock 60 millilitre syringe. For supplier lot number d0823bh, only one sample in the pouch was returned. The case was not returned with the sample. The base of the hub was damaged. The cavity was 126. For supplier lot number d0823co, 1 sample was in the unopened pouch; 5 samples were in the cases inside the opened pouches; 7 samples were returned with no cases inside the pouches, and 2 samples were loosely in the bag without pouches or cases. Crystal substance was also observed inside the case of the sample 12. Sink and flash were observed at the bottom bases of the hubs of the samples 6, 9, 11, and 14. The cavity was 50, 55, 65 respectively. The cavity number on the sample 14 could not be confirmed due to damage on that region. Droplets of fluid was also found inside the case of the unopened sample 15. For supplier lot number d0923b, 18 samples without cases were loosely in the pouches, and 3 samples in the cases were in 2 pouches. The sample 21 had droplets of fluid in the case. Crystal substance in the fluid path inside the hubs was observed on the sample 2, 4 and 21. The tip of sample 8 slightly bent. Sink and flash were observed at the bottom bases of the hubs of the samples 2, 3, 9, 14 and 21. The cavity of the sample 2, 4, 9 was 126, 6, and 56 respectively. The cavity number on the sample 3 and 21 could not be confirmed due to damage on that region. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. The company has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the other company cannula were unsatisfactory with a crystal (salt) like substance coming out of the tip and occluded (not allowing flow) during set up for surgery. The procedure type was unknown. There was no patient harm.